Event description:
Per surgeon, pt came off bypass pump and it was discovered that the leaflets on the mitral valve were restricted. Mitral valve explanted due to implant failure, and another mitral valve implanted.